Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the delivery system did not advance/load/inject as expected. There was no issues with patient and a back up lens was used to complete the surgery. Additional information was received stating that, it did not deploy correctly and there was patient contact.